Manufacturer narrative:
Batch review performed on 16.apr.2021: lot 1907567: (B)(4) items manufactured and released on 2-oct-2019. Expiration date: 18-sep-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other reported event.

Event description:
4 months after implantation of the patella implant, it was revised with the competitor product due to pain, patella implant mobilization and instability. The primary surgery was performed on (B)(6) 2016 and the patella implant was installed on (B)(6) 2020. Probably also the liner was revised, but it can't be confirmed. There was no problem with the liner.